Event description:
Reporter, a home health nurse, called on behalf of customer. Reporter stated customer rec'd the er1 message and reporter retested customer's blood glucose with a satisfactory result but could not recall result. Reporter did not compare test strip to color chart.